Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 32100 occurred. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support engineer (tse) to report that customer tried to recover the error and power cycling the system but the issue persisted. The customer decided to disable universal surgical manipulator (usm)3 to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using 3 usm arms. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer pitch flex assembly on the patient side cart (psc) to resolve the issue. System was verified and ready to use. Intuitive surgical inc. (Isi) has received the replaced part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The flex operating platform (op) was returned for failure analysis and the reported 32100 was confirmed but not replicated. In remote logs, the 32100 error was confirmed pointing to the brake. The op was installed onto a test system and started up in normal mode without triggering any faults or errors. The op was clutched multiple times to exercise the brake but found no issues. Fa was unable to reproduce the reported problem.

Event description:
Refer to h10/h11 for follow-up information.